Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Noise was reported on the lead and pt was shocked twice as a result. Currently, the impedance is around 450 ohms, threshold is 1.9v, r waves between 5-6 mv. At implant the impedance was 893 ohms, threshold was 0.9v, r waves were 12 mv. It is unk if the lead will be explanted. Per (B)(6), this lead was capped on (B)(6) 2010 and replaced with linox sd 65/16, (B)(4).